Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer experienced a failed battery test and a battery out limit. The customer's blood glucose was 200 mg/dl. Advised customer that their insulin pump will need to be replaced. Advised the customer to revert to their back-up plan. No further information was reported.